Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failing and experiencing double-clicking issues. A field service engineer initially replaced the latch and harness, but the problem persisted. The engineer then replaced the tower printed circuit board, cleaned all microswitch connections, applied black grease, tightened the microswitch connections, and applied stabilizer to the wiring harness to resolve the issue. The system functioned as intended after the field service engineer repaired the device.